Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and stent embolization occurred. The 85-90% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown manufacturer's 2.5x15mm balloon. The physician implanted a 2.5x18mm non-bsc stent. Then he used a 2.50x12mm taxus liberte bare metal stent to cross through the previously implanted stent. Resistance was felt when trying to cross through the implanted stent. The physician retrieved the stent system and found the stent strut was lifted a little bit. The physician judged that it was still usable and inserted the stent again to try another time. After crossing the previously implanted stent, the stent dislodged from the stent system when the physician adjusted the stent position. The procedure was not completed and the stent remains in the patient. Patient status reported as "stable".